Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic procedure when the stone was grasped with the subject device, it was observed that it could not be retracted. During laser irradiation to crush the stone, the basket was partially damaged and broken. The stone was crushed and the device was retracted, but it was confirmed under an endoscope that the broken part had fallen off inside the body. There was an attempt to retract the fallen off parts by replacing the device with a new one, but the clinician lost the sight of it. A CT scan was performed to reconfirm the fallen off parts, but no corresponding broken fragment was found in the body. The procedure was completed as it was. After the procedure, during cleaning by a nursing assistant, a part was found that appeared to be a fallen off piece. There was a delay of about 30 minutes due to the interruption caused by the CT scan but no patient harm or injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information in d9 and g1. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the laser directed at the stone may have been damaged when it accidentally struck the wire. Olympus will continue to monitor field performance for this device.

Event description:
It was additionally reported that the basket broke because a laser was pointed at the basket.